Event description:
Reportedly, during the follow-up performed on (B)(6), 2012, several noise oversensing episodes were observed. The egm shape sometimes looked like a flat line in these episodes with a loss of capture. An explanation was required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.